Manufacturer narrative:
(B)(4). This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the implant procedure that this right atrial (ra) lead was repositioned several times, and exhibited high, out of range pacing impedance greater than 3,000 ohms. Which was confirmed by the pacing system analyzer (psa). The lead remains implanted, but is electrically deactivated. A technical service (ts) consultant reviewed the device data, and recommended lead integrity testing and programming options. No adverse patient effects were reported.

Event description:
It was reported during the implant procedure that this right atrial (ra) lead was repositioned several times, and exhibited high, out of range pacing impedance greater than 3,000 ohms. Which was confirmed by the pacing system analyzer (psa). The lead remains implanted, but is electrically deactivated. A technical service (ts) consultant reviewed the device data, and recommended lead integrity testing and programming options. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. This right atrial (ra) lead was surgically removed, and a new lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism could not be tested due to fracture inner coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This device has been returned, and analysis is pending. This report will be updated once analysis is completed.

Event description:
It was reported during the implant procedure that this right atrial (ra) lead was repositioned several times, and exhibited high, out of range pacing impedance greater than 3,000 ohms. Which was confirmed by the pacing system analyzer (psa). The lead remains implanted, but is electrically deactivated. A technical service (ts) consultant reviewed the device data, and recommended lead integrity testing and programming options. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. This right atrial (ra) lead was surgically removed, and a new lead implanted. No adverse patient effects were reported. The lead is expected to be returned for analysis.